Manufacturer narrative:
Conclusion: potential factors that can influence positioning difficulties/ a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels and the compliance of the native anatomy. Valve dislodgements are typically not related to a device malfunction and this event does not allege that a device malfunction occurred. However, with the limited information available, a conclusive cause of the clinical observation could not be determined.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. The patient¿s weight was requested but unable to be obtained. A supplemental report will be filed if additional information is received.(B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged from the annulus and was deployed in the descending aorta. A second transcatheter bioprosthetic valve was placed. No adverse patient effects were reported.